Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unable to purge the air bubbles from his reservoir about a week ago. He resolved the issue by changing the reservoir. The reservoir in question will not be returned or replaced.